Event description:
Drill bit broke off during total hip replacement. Surgeon left fractured piece in pt. No harm to pt.

Event description:
Add'l info received from MFR 4/10/03: the reporter did not provide the lot number of the device on the voluntary medwatch reports. They have not submitted a medwatch report for this event. The voluntary medwatch reports indicate the malfunction of the drill bit did not result in advance event and there was no harm to the pt. They have concluded that the event is not reportable.